Event description:
A physician reported a pt who was treated in the cheeks, jawline, glabella, nasolabial folds and the oral commissures. On 3/3/1998 the pt was examined by the physician, who noted small white bumps with some redness and swelling at the chin and oral commissures, exact date of onset not known. The physician diagnosed a hypersensitivity and prescribed prednisone once a day for two weeks. No further medical or surgical intervention was planned or prescribed.